Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. The customer stated they were going high even after bolus. The auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed and did not resolve the issue. The devices will not be returned for analysis.